Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the implant the lead was placed in the right ventricle (rv), and the helix was extended. The electrical measurements indicated that the lead had to be repositioned. The physician could not retract the helix completely for repositioning, therefore exchanged it for a new lead. The new lead was placed in the rv, and gave good measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood(/tissue) was noted in the helix housing. After removing the dried body fluid(/tissue), the helix mechanism was fully functional. The lead was placed in an ultra-sonic cleaner for a period of time. Subsequently, the helix mechanism was confirmed to be fully functional/still could not be extended/retracted. Based upon the clinical observations and the laboratory findings, we believe that body fluid (and/or tissue) inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported during the implant the lead was placed in the rv, and the helix was extended. The electrical meassurements indicated that the lead had to be repositioned. The physician could not retract the helix completely for repositioning, therefore exchanged it for a new lead. The new lead was placed in the rv, and gave good measurements. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported during the implant the lead was placed in the rv, and the helix was extended. The electrical measurements indicated that the lead had to be repositioned. The physician could not retract the helix completely for repositioning, therefore exchanged it for a new lead. The new lead was placed in the rv, and gave good measurements. No adverse effects to the patient were reported.